Manufacturer narrative:
Initial reporter is the patient. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 50 mcg/day) via an implantable infusion pump. It was reported that the patient had dehiscence near the pump site. The site appeared infected. The system was removed and discarded. It was noted the system would be replaced in the future. There were no known environmental, external or patient factors which may have led or contributed to the issue. No diagnostics or troubleshooting steps were performed. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.